Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's battery life was reduced. Caller stated that new batteries would only show a small amount of life on the battery indicator. Customer also reported that the device had low battery alerts that she was not receiving alerts for. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected low battery alarm noted. The battery icons functioned properly. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.